Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per coordinator, that patient was admitted (B)(6) 2017 for worsening right ventricular (rv) failure/congestive heart failure (chf) exacerbation. Patient was on step-down unit, started experiencing extreme shortness of breath (sob), and a rapid response was called. Patient was found to be severely hypoglycemic and was transferred to the intensive care unit (ICU). Of note, patient became septic, although the source was not identified. Patient was placed on multiple pressors and continuous renal replacement (crrt) was initiated. Palliative care was placed on consult and family decided to withdraw care on (B)(6) 2018, patient passed away on (B)(6) 2018. Site does not relate patient's death to an issue with the device. Family declined autopsy, therefore device remains implanted and will not be returned. No further patient complications have been reported as a result of this event.